Event description:
It was reported that the patient with this right ventricular (rv) lead noted the device emitted beep tones one to two times per day. Technical services (ts) reviewed the device data and observed high out-of-range pacing impedance measurements, which triggered the beep tones as the lead impedance exceeded 2000 ohms. The field representative performed testing and isometrics but could not reproduce the issue. Ts did not suspect the device was involved as it was recently implanted, recommended to disable the beep tone feature and continue to remote monitoring. No adverse patient effects were reported. This rv lead remains in service.